Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regq1400 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported by the customer via phone call, "the tip fell off, they don't know where the tip is. They don't know if it is still in the patient or not." No other information was provided.

Event description:
It was reported by the customer via phone call, "the tip fell off, they don't know where the tip is. They don't know if it is still in the patient or not." Additional information received 1/5/2022: customer reported that some resistance was felt when removing the wire and needle so the nurse removed the entire catheter and found the tip was sheared. Approximately 1cm of catheter was missing. Imaging was performed and found no evidence of retained catheter fragment in the patient. The catheter tip has not been recovered. Customer reports the patient had no complications, required no treatment and there was no harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a complete break in the catheter shaft was confirmed but the cause is unknown. A single photograph of a comparison between a damaged and undamaged 18g powerglide midline catheter was returned for evaluation. Both catheters had been deployed from their respective deployment devices; however, the wings were still attached to the luer adaptor on both catheters. The damaged catheter appeared to have a complete circumferential split/break in the tubing with the distal section of the catheter not visible in the photograph. The split appeared to have occurred approximately 1¿ from the distal tip of the catheter. The characteristics of the split edges could not be evaluated from the returned photograph. The observable features on the submitted photographs did not contain enough information to identify a definitive root cause of the reported event. Possible contributing factors could include insertion technique, product dimensions, advancement of the catheter against resistance, or reinsertion of the needle. It was reported that some resistance was felt when removing the wire and needle. This may indicate that the catheter was snagged on one of the interfacing components, allowing the tip to shear off. The IFU warns, ¿once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back onto the needle. If the catheter needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and the needle as a unit to prevent the needle from damaging or shearing the catheter.¿